Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperprolactinemia, eczematous rash, thyroid disorder, dysfunctional uterine bleeding and flank pain. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraines /headaches"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: rashes"), allergy to metals ("nickel allergy") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). At the time of the report, the abdominal pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved and the rash and allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, menorrhagia, migraine, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes, migraines, headaches,nickel allergy, dysmenorrhea (cramping),abdominal pain, joint pain" were added. Outcome of events "nickel allergy and rashes" were updated as recovering and "abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping)" were updated as recovered. Concomitant drug, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.